Event description:
Product serial number is within the serial number range for (B)(4). During the subsequent internal eval of the product, it was found to have a failed component related to the field corrective action. Ref: (B)(4).

Manufacturer narrative:
Based on review of the file content, the awareness date for this incident is (B)(6) 2010. 510(k) is for the first fr2 clearance. Method: device internal memory was reviewed. Note: submission of this report does not in itself represent a conclusion by the MFR that the content of this report is accurate, that the device(s) listed failed in any manner and/or that the device(s) caused or contributed to the alleged death or deterioration in the state of health of any person.